Manufacturer narrative:
Additional, changed, and/or corrected data: d6a clarification to d6a: this is a partial date.

Event description:
Healthcare professional reported left side "rupture" and "textured" implant. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side "rupture" and "textured" implant. Device was explanted and replaced.